Event description:
On (B)(6), 2010 a doctor reported that a patient lost two (2) sybronpro xrt implants approximately one month after placement due to unknown causes. This MDR is the second of two reports.